Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump triggered an alarm as if there was air in the line upon device power up in the intermediate department when placing the IV line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During evaluation, the reported problem of 'when placing the IV pump line it triggers an alarm as if there is air in the line' was unable to be reproduced. A review of the event history log (ehl) revealed multiple occurrences of air-in-line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream values out of specification. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.